Event description:
Arterial line transducer stopped working during cardiopulmonary bypass. The cvp and pa pressure transducers continued to function. The transducer was fixed in real time. Biomed further inspected device. Procedure was able to be completed with no harm to patient.